Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the patient almost passed out lots of different times over the course of the past 5-6 months. The patient reported that the receiver is always 30-50 mg/dl higher. According to the report, she declined to answer any questions and disconnected the call. Attempts to contact the patient for additional details were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 30-50 points. No additional patient or event information is available.